Event description:
There was no patient impact associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a damaged force sensor connection and a dim display screen that had not been reported by the user. This report is made based on the results of an investigation completed on (B)(4) 2012.

Manufacturer narrative:
Device evaluation completed (B)(4) 2012: testing exercised the pump for 24 hours with no loss of prime duplicated. Events of loss of prime with a zero force were observed in the black box. The patient stated the pump was dropped on tile one week ago and the loss of prime started occurring about 2-3 days later. The pump was opened to investigate and the led display was found to be lifted and the force sensor flex pins were partially dislodged from the printed circuit board sockets. Unrelated to this complaint, the display is pink and dim and was replaced with a known good one: display then returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The cartridge was returned and product analysis evaluation was completed on (B)(4) 2012: .a visual inspection, a force test, and a leak test of the cartridge were performed and no damage or defects were noted.